Event description:
A consumer reported wearing focus dailies one-day contact lenses for approximately 2 weeks on an extended wear basis. She reports that a foreign body was under the contact lens which caused a cut in the cornea, but she did not experience any pain. After some amount of time, the issue resulted in a corneal ulcer due to incubation effect. She then experienced severe pain. Treatment consisted of unspecified antibacterial drops for three weeks and temporary discontinuation of lens wear. Event resolved and extended wear use with a different brand of contact lenses has resumed. Request has been made for additional information.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The warnings sections of the package insert states "pts should be advised of the following warnings pertaining to contact lens wear. Daily wear lenses are not indicated for overnight wear. Daily wear lenses are not indicated for overnight wear, and pts should be instructed not to wear their lenses while sleeping. Clinical study results have shown that the risk of ulcerative keratitis is nine times greater for daily wear users who wear their lenses overnight (outside the approved indication) compared to those who do not wear them overnight." The pt instructions for use booklet states repeatedly "do not sleep in your dailies lenses." "When daily wear users wear their lenses overnight (outside the approved indication) the risk of ulcerative keratitis is 9 times greater than among those who dod not wear them overnight." "Begin each daily wearing period with a fresh new lens. At the end of wearing period, remove and discard the lens." "Don't nap or sleep overnight in dailies lenses." H6: as there was no product returned or lot information provided, no detailed investigation can be performed.